Event description:
The enterprise vrd was stuck in the distal shaft of the microcatheter (no information about the catalog and number). So the distal marker of the stent didn't come out from the (mc) microcatheter on the fluoroscopy. The microcatheter was at the target site when the stent was stuck. After the event, the enterprise stent was not recaptured, since the stent did not deploy. During insertion, the enterprise introducer was seated correctly in the microcatheter hub, and the y-connector or tuohy was closed to prevent introducer movement. There was difficulty inserting the enterprise stent through the distal end of the mc, and resistance was felt. Additional force was utilized to insert the stent through the hub/shaft of the microcatheter. After the enterprise was stuck, the microcatheter and enterprise were removed as a unit. The microcatheter was not placed at an acute angle, and a jailing technique was utilized for this case. After the event, the same microcatheter was not utilized to complete the procedure, instead another microcatheter and enterprise was utilized. A constant and dedicated saline source was utilized at all time. The distal tip of the microcatheter was not re-shaped. Other than the reported event, no other damages were noticed outside of the delivery system, and the distal tip of the enterprise was outside the microcatheter. The stent is going to be returned. No further information was available.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00383 and 1058196-2010-00384. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There was difficulty inserting the enterprise stent through the distal end of the unknown prowler select plus microcatheter. Resistance was felt and the enterprise vrd was stuck in the distal shaft of the microcatheter. It was noted on fluoroscopy that the distal marker of the stent didn't come out from the microcatheter. The microcatheter was at the target site when the stent was stuck. After the enterprise was stuck, the microcatheter and enterprise were removed as a unit. It was reported that during insertion, the enterprise introducer was seated correctly in the microcatheter hub, and the y-connector or touhy was closed to prevent introducer movement. Additional force was utilized to insert the stent through the hub/shaft of the microcatheter. The microcatheter was not placed at an acute angle, and a jailing technique was utilized for this case. After the event, the same microcatheter was not utilized to complete the procedure, instead another microcatheter and enterprise was utilized. A constant and dedicated saline source was utilized at all time. The distal tip of the microcatheter was not re-shaped. Other than the reported event, no other damages were noticed outside of the delivery system, and the distal tip of the enterprise was outside the microcatheter. No further information was available. One non sterile enterprise vrd and delivery system was received coiled inside of a plastic bag. The stent was inside of the introducer tube at the correct location. No visual damages were observed on the received unit. The functional analysis was performed using a microcatheter lab sample per procedure. The enterprise system was advanced through the entire microcatheter with a little friction; however the stent deployment process was done successfully. The delivery wire and the stent were inspected under a microscope, the stent presented no damages, however the delivery wire presented a bent condition at 4.7 cm from distal tip. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422613. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to deploy the stent out of the microcatheter was not confirmed with function testing of the returned device. It is possible that bent condition, found in the distal section of the delivery wire may have impacted in the event reported, however this damage does not appears to be related manufacturing process. The device did not present any obvious indication of manufacturing defect or anomaly. Neither the product analysis nor DHR review indications any relationship to the this one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00383 and 1058196-2010-00384.